Event description:
Knee tightness, leg swelling, pain worsened. Information received from a consumer in 01/03, reported that patient received the first injection of synvisc in 12/02. The patient was advised by the treating physician to restrict patient's activities for 48 hours after the injection. In 2002 the knee felt tight and started to swell. It was swollen out of proportion from the knee down to the foot. The patient went to the emergency room where two samples were aspirated from the knee. The culture was negative. The patient was treated with i.v. Antibiotics 3 times daily for 5 days. In 01/03, the knee swelling subsided. The caller also stated that the pain worsened after the injection. Patient was treated with tylenol #3. The physician and patient are attempting to find a solution for the pain and patient is scheduled for knee replacement in 11/03. Data review shows that the product met specifications. Action taken: i.v. Antibiotics.